Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested.

Manufacturer narrative:
(B)(4). The analysis results of cartridge (a) found that it was received with the cover separated from the base and empty. The latching feature was evaluated and the one cover tab was noted to be damaged leading the found condition of the cartridge. In order to avoid this kind of issue, it is recommended to insert the clip cartridge into the loading base. Grasp the applier in the box lock area using pencil grip technique. Insert the jaws of the instrument into the individual cartridge slot, making sure the tips of the applier are perpendicular to the surface of the cartridge. Insert the applier until it stops. Do not force the applier. It should enter and withdraw from the cartridge smoothly. The analysis results of cartridge (b) found that it was received with three preformed clips inside the cartridge. Upon functional testing of the device, only two clips were loaded, retained and formed as intended. As the last clip was not properly loaded into the cartridge pocket, it could not be loaded to the clip applier. No conclusion could be reached as to what may have caused this condition. (B)(4). The analysis results of cartridge (c) found that it was received with the cover separated from the base and with two preformed clips loaded. The latching feature was evaluated and the one cover tab was noted to be damaged leading the found condition of the cartridge. In order to avoid this kind of issue, it is recommended to insert the clip cartridge into the loading base. Grasp the applier in the box lock area using pencil grip technique. Insert the jaws of the instrument into the individual cartridge slot, making sure the tips of the applier are perpendicular to the surface of the cartridge. Insert the applier until it stops. Do not force the applier. It should enter and withdraw from the cartridge smoothly. (B)(4). The analysis results of cartridge (d) found that it was received empty. The cartridge was noted conforming according to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. (B)(4). The analysis results of cartridge (e) found that it was received empty. The cartridge was noted conforming according to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. (B)(4). The analysis results of cartridge (f) found that it was received with one preformed clip inside the cartridge. Upon functional testing of the device, the clip was loaded, retained and formed as intended. No conclusion could be reached as to what may have caused the reported incident. (B)(4). The analysis results of cartridge (g) found that it was received with six preformed clip inside the cartridge. Upon functional testing of the device, the clips were loaded, retained and formed as intended. No conclusion could be reached as to what may have caused the reported incident. (B)(4). The analysis results of cartridges (h, I, j, k, and l) found that they were received inside the original packages. Upon functional testing of the clips were loaded, retained and formed as intended; no anomalies were noted. No conclusion could be reached as to what may have caused the reported incident. (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the clips would not hold after placing. They are not fixed into their package/cartridge and were therefore difficult to grasp, dislodged themselves when the box was moved, are not correctly placed into the applier jaws. There is a risk of falling into the patient, and very difficult handling. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.